Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. There was a mechanical problem with the manual rotation button where the rotation lock did not function properly. As a result, the desired end position in level a could not be approached and locked. Such a problem can be solved by service intervention only. The affected hardware was replaced by the local service organization and the error has not been reported again. The spare parts consumption was checked and a possible general fault which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that the gantry could not be placed in the end position. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.